Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter was associated with occlusion. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction, including occlusion that causes injury and damage to the patient.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth). Section b3 (event date). Section b4 (event description). Section d1 (brand name). Section d4 (model, catalog, lot number, expiration date, and UDI number). Section d11 (concomitant medical products). 18-gauge needle; bentson wire; 6f 35cm sheath. Section g4 (date received by the manufacturer and PMA/510(k) number). Section h4 (manufacturing date). Section h6 (evaluation codes). 1779 ¿ coagulopathy/clotting. The implant date was confirmed to be accurate. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to occlusion that causes injury and damage to the patient. Per the medical records, the filter was implanted due to recurrent pe via the right common femoral vein. The trapeze filter was deployed with its tip projecting at the level of the renal veins. According to the information received in the patient profile form (ppf), patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction, including occlusion that causes injury and damage to the patient. The following additional information was received per the patient¿s implant records: the filter was implanted due to recurrent pe via the right common femoral vein. The trapeze filter was introduced and deployed with its tip projecting at the level of the renal veins. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately four years post implantation. The patient reports blood clots, clotting, and / or occlusion of the ivc. The patient also reports suffering from anxiety.